Event description:
I used poligrip for 20 years. I've been diagnosed with neuropathy, I cannot walk a straight line, I lose my balance. Have fell many times. I cannot look up without holding on to something. I can't play golf anymore. Can't bent over to put a tee in the ground. Dose or amount: #1, #2 denture cream, frequency: 2 times daily, route: oral. Dates of use: #1 1989 to 2009, #2 2009 to 2010. Diagnosis or reason for use: #1, #2 lose dentures. Event abated after use stopped or dose reduced: #1, #2 no.